Event description:
The trial patient reported that they had the left lead active, and they were feeling stimulation and vibration on the right side of the body in the vaginal area. This was similar to prior to the basic evaluation. They had the same feeling/pain in the vaginal area that their urologist thought that the device might cure in regards to the interstitial cystitis. It was indicated that they tried to decrease the stimulation, but that did not help. On (B)(6) 2017, the patient further reported that they had been up all night straining, trying to void. They had a lot of problems with the device, so they were told by the healthcare provider to turn the stimulation off. It was noted that they turned the stimulation off, and were told that depending on how they did tomorrow, they might be able to turn the stimulation on. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.